Manufacturer narrative:
The device instructions for use were reviewed. They were found to be adequate and with no deficiencies. A review of the product lot history records for this lot of devices did not reveal any production nonconformance, anomaly or any other background that would help explain the circumstances for this complaint. The device was discarded by the facility and is not available for evaluation. All pertinent information available to sight sciences, inc. Has been submitted. The company is submitting this MDR to ensure full compliance with 21 cfr 803. (B)(4).

Event description:
The surgeon reported that the tip of the microcatheter was severed during use. The severed portion of the device was removed from the eye without incident. A new device was used to complete the case. The surgeon reported there were no intra-operative or post-operative adverse events associated with this device issue.